Event description:
It was reported that the device had shifted. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their three (3) month follow up computed tomography (CT) imaging procedure. The CT imaging showed that the closure device had shifted. The physician is planning to remove the closure device and implant a new closure device at a future date. There have been no patient complications that were reported to have occurred as a result of this event.

Event description:
It was reported that the device had shifted. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their three (3) month follow up computed tomography (CT) imaging procedure. The CT imaging showed that the closure device had shifted. The physician is planning to remove the closure device and implant a new closure device at a future date. There have been no patient complications that were reported to have occurred as a result of this event. It was further reported that three (3) days later the patient the closure device was removed from the patient, and a new closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred.